Event description:
It was reported that during power up, the cs300 intra-aortic balloon pump (iabp) units battery has an error and needs to be replaced. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during power up, the cs300 intra-aortic balloon pump (iabp) units battery has an error and needs to be replaced.

Manufacturer narrative:
A getinge field service engineer fse states that the customer observed pm battery maintenance on screen during power up. Pm was completed in february 2023 and message was not reset. Instructed biomed julio carmona on how to reset battery message. Corrected complaint over the phone julio carmona cancelled service visit. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.

Event description:
N/a.